Manufacturer narrative:
(B)(4). Evaluation summary: the reported "permanent settings battery damage" was confirmed and reproduced during device evaluation. The cause was the main batteries connected to the battery harness in reverse polarity ultimately causing the 4 amp fuse to blow. To correct the reported problem, the 4amp fuse, main batteries and safety harness were replaced.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the pump be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Event description:
The facility reported to baxter (B)(4) that a colleague infusion pump experienced "permanent settings battery damage." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. The user interface module software version of this pump is currently unknown.